Event description:
It was reported that in passing the catheter, during withdrawal of the guide wire, the spring unraveled. The catheter was removed for safety reasons, do not bring harm to the patient. Additional information: insert type: peripheral - vena basilica - left arm. Hygiene before the procedure: first chlorhexidine degermante in brush and after alcoholic chlorhexidine. Catheter was removed and another one was used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rexh1628 showed no other similar product complaint(s) from this lot number.